Event description:
It was reported that there was an alert due to impedance rise on the right ventricular (rv) lead. The patient is being monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).